Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber 0010-2400-714a-1264: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that 8:22 minutes, 53,211 joules while using the surgical fiber during a prostate procedure, an error message was received. The fiber tip was cleaned a couple of times but continued to not work properly. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.